Event description:
It is reported that the stem and body were chosen and assembled prior to implanting. When they implanted the stem/body, they realized the stem was too small for the canal. After explanting to switch out for a larger stem, they could not separate the stem and body causing an unk amount of time delay.

Manufacturer narrative:
Eval summary: the implant stem and body tapers became engaged and locked when the compression nut was tightened after component assembly. After compression nut removal, the components will not necessarily become separated. The zmr hip system separator is designed to assist in separating the zmr stem from the proximal body. Once components are separated, the proximal body can be reused. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to spec. (B)(4). Type of event: malfunction. Total number of events: 22. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of the complaint files.